Event description:
(B)(4). I have had chronic back pain, joint pain, hair loss, severe bloating, irregular and heavy periods. I have suffered with menorrhagia several times a year since installation. The pain during ovulation is almost crippling. My ob/gyn installed it, but medicaid covered it.